Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the plate was between the seat and the lever was not turning back. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(4) 2015 where it was reported that the device required maintenance and the roller, cutter and side plate were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on (B)(6) 2018 revealed that the blade was not cutting correctly. The device was worn. The calibration was out of calibration. The cutter, side plate, handle, gear and screw were all damaged. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2018 which included replacement of the cutter, side plate, handle, ratchet gear, and ratchet handle screw. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the plate was between the seat and the lever was not turning back¿ was non-verifiable since there was no mention of the plate being not in the correct position and there was no mention of the lever during product review. The root cause of the plate between the seats and the lever not turning cannot be specifically determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. This medwatch is being filed as both and initial and final report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the plate was between the seat, the lever is not turning back. Product review revealed that the blade was not cutting correctly. No adverse events were reported as a result of this malfunction.